Manufacturer narrative:
Correction: during the investigation it was determined that this event was previously reported under MDR# 1820334-2017-01816. Cook inc has canceled MDR# 1820334-2017-02043 and will submit future supplemental reports under MDR# 1820334-2017-01816.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
The plaintiff allegedly received an implant on (B)(6) 2007 via the right jugular vein due to deep vein thrombosis (dvt). Patient is alleging, dvt, leg pain, and numbness without further details.